Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report of "the device failed self-test for defib function" and "no power up" was observed during review of the device history logs. The failure was determined to be caused by a damaged auxiliary cable. The damaged cable stopped the battery from charging, putting the battery in a compromised state. This contributed to a no-power situation and the defib self-test failure. The battery was not returned for evaluation. However, an onsite technician confirmed the battery was depleted. The auxilary cable was replaced to resolve the no power up using ac/ wall voltage and charging of the batteries condition. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI #: added justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed self-test for defib and would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.